Event description:
Facility alleges untoward patient reaction. See ufr 0069 event description attached.moments after initiation of dialysis treatment. Patient complained of tingling sensation to both upper extremities, matellac taste in mouth & tongue. Patient became anxious and sob. Treatment terminated. Patient complained of abdominal pain. Patient sent to hospital. Evaluated and released later that day. Patient was dialyzed on previous shift also became ill while dialyzing on this machine. Machine pulled out of service. After evaluation it was determined that an o-ring was dislodged in the bicarb wand/feed line preventing the machine from pulling up bicarb. The machine came into conductivity while only drawing up rd water and acid concentrate after the clinical staff adjusted the sodium proportioning (not a sodium variable machine.) The machine would operate without drawing up bicarb. Machine repaired and is back in service.